Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, while replacement pump was provided and no further outcome information was received.